Event description:
It was reported that, during an in-clinic follow-up, episodes of noise were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable.